Manufacturer narrative:
A biomérieux internal investigation was performed. The reference method (broth microdilution, bmd) which was the method used for vancomycin development (formulation van04n) on ast-p655 gave: bmd van mic = 8 mg/l r. On vitek 2 v7.01 ast-p655 card (aes parameters : eucast + phenotypic) : two (2) ast- p655 cards (customer lot cl 8050452403 + random lot rl 8050348103) were tested. The results were van mic >/= 32 mg/l resistant on both lots tested, and in categorical agreement with the reference method (bmd). The investigation concluded the vitek 2 ast-p655 test kit is performing as intended.

Event description:
A customer in (B)(6) reported false resistant vancomycin results for multiple enterococcus faecalis isolates from urine and varia-swabs, in association with vitek® ast-p655 test kit. The customer stated the results were twice resistant with the ast-p655 card and etest® vancomycin results were susceptible (3 mg/l s). The customer stated no incorrect results were reported and there was no impact to patient treatment. There was a delay greater than 24 hours for reporting due to retesting.